Event description:
It was reported that during a follow up, high ventricular capture thresholds were observed. The x-ray showed little evidence of lead migration, however, it was believed there was a possible micro-dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was confirmed. X-ray examination found the inner coil was over-torqued at the connector region. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner coil consistent with procedural damage. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification.

Manufacturer narrative:
Correction - d9 - updated date returned to manufacturer.